Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that the connection on the gpio board was loose for the right tracker. The wiring for the right tracker was replaced by the medtronic representative. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was unable to locate the wireless trackers on the imaging system. The imaging system was restarted without resolution. The surgeon then observed an infection, unrelated to medtronic products, and opted to abort the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. No additional information was provided.